Event description:
The customer reported the unit was displaying a pacing errors during an operational check.

Manufacturer narrative:
The unit was evaluated at philips and the reported symptom was duplicated. Replacing the therapy pca resolved the reported symptom.